Event description:
A "replace sensor" error message was reported from the adc device and the customer was therefore unable to obtain sensor readings. The customer was sleepy and subsequently experienced a loss of consciousness. Healthcare professional contact was made, and it was indicated that the healthcare professional monitored the customer's sugar levels but did not provide treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visually inspected the sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor data was analyzed . No other abnormalities were observed with the sensors data. Therefore, issue is not confirmed due to lsa ( late sensor attenuation ) . All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. N/a was selected for PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported from the adc device and the customer was therefore unable to obtain sensor readings. The customer was sleepy and subsequently experienced a loss of consciousness. Healthcare professional contact was made, and it was indicated that the healthcare professional monitored the customer's sugar levels but did not provide treatment. There was no report of death or permanent injury associated with this event.